Event description:
It was reported that the 9900 system had a communications error during fluoro and was taken out of service. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and generator interface board were replaced during the service call.